Event description:
It was reported that a patient presented remotely via merlin.net. Review of electrogram (egm) revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) stored as non-sustained right ventricular oversensing (nsrvo) episode. No intervention was performed, and the patient would continue to be monitored. There were no patient consequences.